Event description:
A review of service data detected a reportable event. During servicing, electrode belt (B)(4) was found to have a damaged cable between ECG a and ECG b. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. As received, the electrode belt cable between ECG a and ECG b was physically damaged. The root cause of the defective cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged electrode belt cable. The last pt to use this electrode belt did not report any problems.